Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the test strips were missing from the one touch ultramini meter kit. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010, the patient noted the test strips were missing from the reported meter system kit; he was unable to test his blood glucose level. The patient took no actions due to this meter issue. The patient manages his diabetes using insulin taken via a pump. Two to three hours after the attempted use of the meter, the patient experienced the symptoms of frequent urination, feeling "tired and grumpy". The patient did not seek any medical attention or treatment. Troubleshooting revealed there was no missing product, as the test strips are no longer packaged within the meter kit and must be purchased separately. The meter, test strips and control solution were replaced. There was no product deficiency in that the test strips are no longer packaged in the box with the meter. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to a lack of test strips. Therefore this complaint is being reported.